Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128, (lot: va2sy37); product type: 0200-lead; implant date: on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that on (B)(6) 2024 subject seen in clinic and reported they feels that the device is no longer working. A few months ago, they were walking and noticed the stimulation become very strong, they went home and turned it off and back on and since than they has not felt stimulation anymore. Urgency as returned and is moderate. Impedance testing completed and all lead showed abnormal. X-ray also showed that lead and flipped. Subject does report battery is also mobile and will catch at times denies any recent falls. Subject given option to replace lead, removed entire system and try other option. Subject would like to trial another med at this time and if it works have system removed and if it does not work, she will get wire replaced. Device interrogation/device data specify results: all leads abnormal date of test: on (B)(6) 2024 / diagnostic type: imaging (x-ray, MRI, CT scan, etc) specify results: showed lead flipped date of test: on (B)(6) 2024 and patient reported sudden, strong stimulation and lack of efficacy date of test: on (B)(6) 2024 /. It was stated that this was probably related to device or therapy and not related to the implanted procedure. As for intervention, patient decided to take mirabegron 50mg daily action date: on (B)(6) 2024 and see what happens. Event is ongoing at this time.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They also reported that the lead migration/dislodgment.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2sy37 implanted: (B)(6)2023 explanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024 (B)(6) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that on (B)(6)2024 subject seen in clinic and reported they feels that the device is no longer working. A few months ago, they were walking and noticed the stimulation become very strong, they went home and turned it off and back on and since than they has not felt stimulation anymore. Urgency as returned and is moderate. Impedance testing completed and all lead showed abnormal. X-ray also showed that lead and flipped. Subject does report battery is also mobile and will catch at times denies any recent falls. Subject given option to replace lead, removed entire system and try other option. Subject would like to trial another med at this time and if it works have system removed and if it does not work, she will get wire replaced. Device interrogation/device data specify results: all leads abnormal date of test: (B)(6)2024 / diagnostic type: imaging (x-ray, MRI, CT scan, etc) specify results: showed lead flipped date of test: (B)(6)2024. And patient reported sudden, strong stimulation and lack of efficacy date of test: (B)(6)2024 /. It was stated that this was probably related to device or therapy and not related to the implanted procedure. As for intervention, patient decided to take mirabegron 50mg daily action date: (B)(6)2024 and see what happens. Event is ongoing at this time.) Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6)2024 subject seen in clinic and reported they feels that the device is no longer working. A few months ago, she was walking and noticed the stimulation become very strong she went home and turned it off and back on and since than she has not felt stimulation anymore. They also reported tha the lead migration/dislodgment. Urgency as returned and is moderate. Impedence testing completed and all lead showed abnormal. Xray also showed that lead had has kink in it. Subject given option after review by sub-I to replace lead and than try to suture down battery to see if that helps prevent any unwanted mobility subject feels. Subject would like to trial another med at this time and if it works have system removed and if it does not work, she will get wire replaced. Subject seen in clinic (B)(6)2024 and had entire system explanted due to device not working and subject wanted device removed resolved without sequelae (B)(6)2024.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2sy37. Implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6) 2024 subject seen in clinic and reported they feels that the device is no longer working. A few month ago she was walking and noticed the stimulation become very strong she went home and turned it off and back onand since than she has not felt stimulation anymore. Urgency as returned and is moderate. Impedence testing completed and all lead showed abnormal. Xray also showed that lead had has kink in it. Subject given option after review by sub-I to replace lead and than try to suture down battery to see if that helps prevent any unwanted mobility subject feels. Subject would like to trial another med at this time and if it works have system removed and if it does not work she will get wire replaced. Subject seen in clinic (B)(6) 2024 and had entire system explanted due to device not working and subject wanted device removed resolved without sequelae (B)(6) 2024